Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Preliminary analysis revealed an insulation issue.

Event description:
Reportedly, 4 days after system implantation, the hospital informed (B)(4) of increase of the ventricular threshold and the occurrence of pacing failure. As pacemaker check revealed that the ventricular threshold had increased to 3.25 v, it was decided to perform a re-intervention on the same day. Since no dislodgement of the lead was shown by x-ray examination, the increase in the ventricular threshold was considered attributable to obsolete myocardial infarction because the patient had a history of the disease and a re-intervention was started. The lead was managed to be re-fixed in the ventricular septum after some time. As satisfactory lead measurements were obtained with a pacing system analyzer (psa), the position of the lead was secured with the suture sleeve. The lead was tested with a psa again, but the r-wave amplitude could not be measured. While the cardiac muscle was successfully captured by ventricular pacing pulses, the ventricular lead impedance was measured < 50 ohms. The alligator clips were replaced with the possibility of fracture considered, however the ventricular lead impedance was still measured < 50 ohms. As it was decided to discontinue the use of the lead, the screwvine 58sep was extracted from the patient¿s body. When the lead was checked outside the patient¿s body, cardiac tissue was found around the helix.with a new ventricular lead implanted, the re-intervention was completed without further problems.

Event description:
Reportedly, 4 days after system implantation, the hospital informed (B)(6) lifeline of increase of the ventricular threshold and the occurrence of pacing failure. As pacemaker check revealed that the ventricular threshold had increased to 3.25 v, it was decided to perform a re-intervention on the same day. Since no dislodgement of the lead was shown by x-ray examination, the increase in the ventricular threshold was considered attributable to obsolete myocardial infarction because the patient had a history of the disease and a re-intervention was started. The lead was managed to be re-fixed in the ventricular septum after some time. As satisfactory lead measurements were obtained with a pacing system analyzer (psa), the position of the lead was secured with the suture sleeve. The lead was tested with a psa again, but the r-wave amplitude could not be measured. While the cardiac muscle was successfully captured by ventricular pacing pulses, the ventricular lead impedance was measured < 50 ohms. The alligator clips were replaced with the possibility of fracture considered, however the ventricular lead impedance was still measured < 50 ohms. As it was decided to discontinue the use of the lead, the screwvine 58sep was extracted from the patient¿s body. When the lead was checked outside the patient¿s body, cardiac tissue was found around the helix. With a new ventricular lead implanted, the re-intervention was completed without further problems.

Manufacturer narrative:
Preliminary analysis of the returned lead confirmed an insulation issue within the connector section of the lead that could explain the reported electrical issues.

Event description:
Reportedly, 4 days after system implantation, the hospital informed (B)(6) lifeline of increase of the ventricular threshold and the occurrence of pacing failure. As pacemaker check revealed that the ventricular threshold had increased to 3.25 v, it was decided to perform a re-intervention on the same day. Since no dislodgement of the lead was shown by x-ray examination, the increase in the ventricular threshold was considered attributable to obsolete myocardial infarction because the patient had a history of the disease and a re-intervention was started. The lead was managed to be re-fixed in the ventricular septum after some time. As satisfactory lead measurements were obtained with a pacing system analyzer (psa), the position of the lead was secured with the suture sleeve. The lead was tested with a psa again, but the r-wave amplitude could not be measured. While the cardiac muscle was successfully captured by ventricular pacing pulses, the ventricular lead impedance was measured < 50 ohms. The alligator clips were replaced with the possibility of fracture considered, however the ventricular lead impedance was still measured < 50 ohms. As it was decided to discontinue the use of the lead, the screwvine 58sep was extracted from the patient¿s body. When the lead was checked outside the patient¿s body, cardiac tissue was found around the helix. With a new ventricular lead implanted, the re-intervention was completed without further problems.